Event description:
The customer reported a leak at the right side door area of the lh 500 hematology analyzer. The customer indicated that fluid dripped onto the laser plastic cover and the instrument failed to pass background, latron primer, and latron control within acceptable range. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse stated that the instrument generated high background, latron primer, and latron control results. The fse discovered a slow rotation of the blood sampling valve (bsv) actuator, loose tubing at bsv port wire marker 11, clogged flow cell, and presence of dust particles on the light scatter sensor inside the instrument. The fse replaced the bsv and the actuator to resolve the leak. The fse also replaced the flow cell and light scatter sensor to resolve the high backgrounds and latron primer and control failures. Results: failure mode of the leak is attributed to loose port tubing on the bsv at wire marker 11 and failure mode of the background, and latron primer and control failures is attributed to a clogged flow cell. Beckman coulter internal identifier for this report is (B)(4).